Event description:
Boston scientific crm received information that the communicator displayed a no dial tone message. The power supply was hot to the touch and also smelled hot. No adverse patient effects reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for anlaysis. The post market quality assurance laboratory confirmed the allegation. The power supply case was melted, hot to the touch and produced a burning smell and smoke during anlaysis.